Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer reports that the et (endotracheal) tube connector does not fit. Connector kept falling off. Pt was re-intubated. No pt injury. Pt condition reported as fine.